Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had a slight horizontal aorta at 55 degrees. The patient's aortic annulus was measured with the perimeter as 67.9mm and the area as 350.7mm^2.the starting implant depth was 3mm from the non-coronary cusp (ncc). The device was implanted. The final implant depth was 3mm from the ncc. The patient's gradient was 7mmhg. Two days post-procedure the device embolized to the aortic sinuses. Aortic insufficiency (ai) was noted on echocardiogram. A new 23mm non-abbott valve was implanted, resolving the ai. The user believed the native valve could have been prepared better if pre-dilated. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration into aortic sinus after two days of implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause for the reported device embolization could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.